Manufacturer narrative:
(B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported towards the end of the case, the surgeon activated the cut button for longer than the recommended 3-5 seconds. He then noticed that the tip started melting. Interventional measures and case completion details are currently unknown. Additional information reported the part that melted was the clear section between the electrode and the black marker. The rep reported it was towards the end of the case and the surgeon used a apc to complete the case. The rep stated the settings on the generator were 30 cut and 15 for coagulation. The surgeon noted he did not know how long he activated the device, but said he believed it was longer than the recommended 3-5 seconds and did not believe it was a defect in the product.